Event description:
The patient received a full energy shock on (B)(6) 2017 that was appropriate. The patient fell during the episode due to syncope. After the shock, the device was oversensing noise rv tip to rv ring. On (B)(6) 2017 the patient received multiple inappropriate shocks due to oversensing. This lead was explanted and replaced with a medtronic lead. The physician could not see any obvious fractures. There was a visible bend or kink that was seen proximal to the distal coil.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 23 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received. In between a 2 cm segment of lead body was missing.during the analysis tissue residuals were noted, particularly around the shock coils. Multiple signs of wear along the lead fragments were found. Around 9 cm proximal to the lead tip the insulation was rubbed through which can be considered as the root cause of the reported oversensing with shock delivery.based on the characteristics it is assumed that the lead had been subject to severe mechanical stress in the implanted state. The tissue residuals on the fragments indicate significant ingrowth of the lead which might have affected the leads motion and led to the insulation wear out over the relatively long service time. Furthermore both shock coils were deformed and the conductor cable to the ring electrode was found fractured approx. 8 cm proximal to the lead tip. These damages most likely occurred due to strong pulling forces applied during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.